Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump powered up properly and no blank display noted. Insulin pump received with normal operating currents. No damage found on the lcd connector isolation tape noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, stained end cap sticker, and stained lcd cover.

Event description:
It was reported the customer received a blank display after changing their battery. Customer stated they did had drop their insulin pump in the past. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was able to recover the customer's display by inserting a new battery. Customer's blood glucose was 200 mg/dl. The customer requested to have their insulin pump replaced. No additional information provided.